Event description:
The patient was seen in clinic and presented with high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted generator and lead were received. Product analysis was completed on the returned generator. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. The pa worksheets and data dump were reviewed. The impedance went from normal to high on (B)(6) 2021. High impedance is already captured in this file. Lead product analysis is still underway.

Event description:
It was reported that the patient's device was checked in pre-op and found to not be dead but the lead impedance was unavailable. The surgeon first started by replacing the generator and when checking the device, high impedance was observed so the lead was then replaced. The surgeon did not find any visual damage to the lead but the value was >10,000 ohms. The explanted products have not been received by product analysis to date.

Event description:
Product analysis was completed on the returned lead. Note that since sections of the electrode array were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. The lead fracture allegation was confirmed in the pa lab. During the visual analysis of the 2nd portion a coil break was observed at the end of coil2. The broken end appeared dark, pitted, and showed signs of metal dissolution. The fracture mechanism could not be ascertained due to the condition of the coil end. The break mate coil end was not returned. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified openings and cut ends. Other than the abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.